Event description:
It was reported that a bleeding event occurred. The wearable was inserted into the arm. A healthcare provider reported that on (B)(6) 2025 the insertion area was bleeding between 30 seconds to 1 minute. According to the report, hemostasis was necessary, but no further information about what type of hemostasis was needed. It was stated that besides hemostasis, no specific treatment was needed. There was no treatment provided. There were no other symptoms reported. There was no medical intervention. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).